Event description:
Customer tried to remove a micro-well plate while the temo was moving and the customer's hand was caught between the micro-well plate and the tip box. Customer hand was pinned under the plate and her she received bruises and a cut.